Event description:
The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2010. It was reported that the patient's ipg required charging on a daily basis. The physician explanted and replaced the ipg on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.